Manufacturer narrative:
Additional information was provided in section b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirming that the symptoms were resolved.

Manufacturer narrative:
Service history was reviewed for the system. A service record relevant to the reported complaint was found. The company representative was able to assist the customer remotely. As no on-site service was performed on the system, the customer reported event could not be replicated. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. As no onsite assessment was performed, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract procedure the irrigation was stopped and the patient had experience hypotonia, a system message was displayed during the event. It was found that the valves were defective and did not turn and was not in the required speed, an ophthalmic operating console was involved in the procedure. There was no impact on the patient. The procedure went well after restarting the console and retests. Additional information has been requested but none received till date.